Event description:
Cook products involved: lr-ofa01 (lot unknown) lr-evn (lot unknown). During removal of a dual-chamber pacemaker lead, the lead was being detached from the adherent tissue using a philips glidelight (laser sheath), and blood pressure decreased. The patient was connected to a cardiopulmonary bypass machine, and once blood pressure had stabilized, the lead was removed using evolution. The svc (superior vena cava) appeared to have been damaged, so a median sternotomy was performed and the damaged area was repaired.

Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return and the lot of the device was unknown. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. G5 ¿ PMA/510(k): k170298. E3 - occupation: (B)(6). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook products involved: lr-ofa01 (lot unknown). Lr-evn (lot unknown). During removal of a dual-chamber (ddd) pacemaker lead, the lead was being detached from the adherent tissue using a philips glidelight (laser sheath), and blood pressure decreased. The patient was connected to a cardiopulmonary bypass machine, and once blood pressure had stabilized, the lead was removed using evolution. The svc (superior vena cava) appeared to have been damaged, so a median sternotomy was performed, and the damaged area was repaired.

Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return and the lot of the device was unknown. The device was not returned for the complaint; therefore a physical investigation could not be performed, and the customer's complaint is acknowledged, but could not be confirmed other than by the customer's testimony. The customer complaint/event that was entered and reported within trackwise: "complications of svc damage occurred during a case of cook product use." Per complaint information, it was stated that "the use of the philps' glidelight (laser sheath) had damaged the svc and caused a drop in blood pressure...." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. G5 ¿ PMA/510(k): k170298. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.